Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout, the right ventricular (rv) lead exhibited 'none' for the superior vena cava (svc) coil impedances after connection to the new device. The lead was capped and replaced. No patient complications have been reported as a result of this event.